Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 135 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive while trying to deliver a bolus. Customer stated that the insulin pump was exposed to moisture that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have received a battery out limit alarm and unable to clear the alarm due to keypad anomaly. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.